Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2020 / serial#: (B)(4), UDI #: (B)(4), mfg date: 28-nov-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) dislodged during when the tether was severed. The leadless ipg was removed and an alternate leadless ipg was placed. No patient complications have been reported as a result of this event.